Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, the customer reported a low blood glucose (bg) level of less than 30 mg/dl. Cause of the low bg was unknown. The customer passed out and fell due to the low bg and customer needed assistance to address low bg by consuming carbohydrates. The event did not cause an injury. Customer reverted back to alternate method of insulin delivery.